Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported the 'ok' button and the others within the column were not operating, which was reproduced. Evaluation found that keys 2, 5, (dot), stop and exit were badly worn off and functioning intermittently. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the 'ok' button and the others within the column were not operating. There was no patient involvement. No additional information is available.